Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 08-may-2026. The unit received a reported oxygen error, which was confirmed, diagnostic screen shows sieve warning due to high psa (9) and data log also shows multiple psa-14 and sieve warning. The internal 02 reading measured 82.6%, while the external 02 reading measured 82.4%. The issue was caused by low columns efficiency due to zeolite absorbed too much moisture. Fan was vibrating due to spinning fast. And housing top and uip have some cosmetic issues due to possibly rough cleaning.

Event description:
It was reported that the patient's unit had stopped working and was not producing enough oxygen. As a result, the patient's oxygen levels dropped and they had to be hospitalized, while at the hospital, the patient's oxygen was bumped up to 3 lpm and they were given steroids. They were discharged after six days. A replacement unit was sent to the patient and it is working for them.